Event description:
It was reported the device was used during a sigmoid colectomy. It was reported the surgeon performed a sigmoid colectomy. In performing the anastomosis with the cdh29, he used a pursestring on both the proximal and distal ends of the bowel. After inserting the cdh and firing properly he tested the anastomosis with air. The anastomotic rings were complete circles, yet the bowel leaked in several places. The surgeon had to hand sew over 50% of the staple line. There was no consequence to the pt.